Event description:
It was reported that the hex head broke off the screwdriver. No patient complications were reported.

Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Visual examination confirms retaining screw head is missing and not returned for analysis, and the retaining screw pin is broken. Due to location of the pin breakage, microscopic examination is not possible. The size, purpose of the retaining pin, and age of the product is consistent with anticipated wear of the instrument. A review of the device history records did not identify any applicable nonconformance to specification.